Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as a known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2019 the patient presented with non-st-elevation myocardial infarction (nstemi) and was treated with 2.75 x 12 mm and 3.00 x 12 mm xience sierra stents. On (B)(6) 2019 the patient was re-admitted for angina, heart failure, and other cardiovascular symptoms. The type of treatment performed at that time is unknown. The patient was also re-admitted on (B)(6) 2019 and medical intervention, percutaneous transluminal angioplasty (pta) was performed. The final patient outcome is unknown. No additional information was provided.